Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Pump received with broken battery tube thread, cracked belt clip slot, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case near display window corners, missing end cap sticker, and cracked on display window noted.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 93 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.